Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event occurred during peritoneal dialysis on the homechoice device. During dwell, the patient reported feeling overfull. The technical services representative (tsr) had the patient perform a manual drain and the patient drained 5579 ml. The patient had a fill volume of 3000 ml and a last fill volume of 2500 ml. The initial drain alarm was set to 0 ml. The patient would continue therapy. There was no patient injury or medical intervention reported. No additional information is available